Event description:
A customer contacted beckman coulter inc., (bci) regarding intermittent leaks that occur while they are loading new wash buffer bottles on access 2 immunoassay system. There were no reports of injuries to users or exposure to hazardous liquids.

Manufacturer narrative:
A customer technical service (cts) verified fluids tray performance with customer. Cts discovered that customer is squeezing the bottle while loading it onto the fluids tray. This pressure is causing the valve to open and leak. Cts advised customer to not squeeze bottle while loading. No further leaking issues have been observed for this issue. Use error has been determined to be the root cause. Note: no instrument malfunction has been identified in this event.